Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. It was unknown if the patient was hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with fortum, injection, 1 gram, once daily (route not reported) and injection reflin, 1 gram, once daily, intraperitoneally. At the time of this report the antibiotic treatments were ongoing and dianeal therapy was ongoing. No additional information is available.